Event description:
It is reported that the flexible drill got stuck in soft tissue of the patient. The drill was retrieved and there is no visible harm to the patient.

Manufacturer narrative:
As returned, the device is bent significantly at the coiled region. It has a potential field age of just under 4 years. This situation could be due to (but no limited to) excessive force that may have applied during usage, continued operation of the drill after it was stuck against hard material, rapid forward and reversal of direction of rotation when the device is stuck, excessive bending around the corners, device wear due to usage with time, or low speed/high torque of operation. Device history records indicate all components were manufactured and inspected to specification. Without further surgical information, however, no exact cause can be determined.